Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 19, 2007 the lay user/patient contacted lifescan alleging that his one touch ultra2 meter was reading inaccurately high. He indicated that the reported issue first began within the last past 2-3 months, but cannot specify a particular day. On an unspecified date/time, the patient obtained a blood glucose result of "201 mg/dl," which he felt was inaccurate high compared to his feelings/normal readings. No other blood glucose results were reported. The customer service representative (csr) noted that the reported meter was correctly set to "mg/dl," an approved sample was used, and the correct testing/cleaning techniques were used. He mentioned having symptoms of feeling dizzy, sweaty, and tired that developed sometime after the reported issue began but he denied taking any actions in regards to his diabetes treatment as a result of the reported issue and receiving any medical intervention. There is no indication that the product malfunctioned. However, this complaint is being reported because the patient allegedly developed symptoms after the reported issue began. The meter, test strips, and control solution were replaced.